Event description:
Reporter alleged blood glucose measured 284 mg/dl back to back with a result of 142 mg/dl when testing was performed 1 minute apart. No actions were taken or treatment received reportedly as a result. A request made for the return of the suspect device and replacement product was sent.